Event description:
It was reported that the user powered off the ilet to reconnect a dexcom g7 cgm and subsequently experienced signal loss to the ilet while the dexcom app displayed a glucose of 347 mg/dl; the ilet was powered back on, the cgm pairing was confirmed, and glucose values on the ilet then matched the dexcom app. Symptoms included hyperglycemia. Outcomes included no hospitalization and resumption of dosing after data transmission was restored. Investigation included remote troubleshooting and user education. Investigation of this case revealed successful cgm-to-ilet reconnection and normal sensor communication after confirming pairing and allowing sensor warmup to complete. It was concluded that the event was due to temporary loss of cgm data transmission to the ilet that resolved with device restart and proper pairing, and the device performed as expected after reconnection.